Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference report: 1627487-2013-06860. It was reported, the pt's scs system was explanted due to ineffective stimulation therapy. The pt stated, he received good stimulation from his system, but he felt it was not providing enough relief. The pt also reported his system was reprogrammed and he did received some relief.